Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had developed an itchy, red irritation around all three of the therapy electrodes. The patient was prescribed a cream that helped temporarily. The patient ended use of the lifevest as the patient's ejection fraction had improved. Since removing the lifevest, it was reported that the irritation had healed.